Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury"

Manufacturer narrative:
The crocodile grasper instrument had not been returned to isi for evaluation. Therefore, the root cause of the customer reported issue cannot be determined. If additional information is received, a follow-up MDR will be submitted to the FDA. Based on the information provided at this time, this complaint is being reported because one of the crocodile grasper instrument's jaws fell inside the patient. The fragment was retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragment falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, one of the jaws of the crocodile grasper instrument broken off and fell into the patient. The customer retrieved the fragment and used a backup instrument. The procedure was completed as planned with no injury to the patient. On (B)(6) 2020, isi followed up with the initial reporter and obtained additional information. The instrument was in use for one minutes when the fragment came off. A second crocodile grasper instrument was used to retrieve the fragment during the same procedure. The instrument was inspected prior to use and did not make contact with any other instruments or hard material during the surgical procedure.